Manufacturer narrative:
The event was discovered during a retrospective review of case report forms by (B)(4) research department between (B)(6) 2010 and (B)(6) 2010. The event was forwarded to appropriate personnel on (B)(4) 2010 for complaint/MDR determination after completion of the review. No devices returned. Specific cause for revision resulting in device removal unk. Add'l pt f/u info: dos+178 days: bilateral hip pain, problems walking and numbness that develops into pain during walking. Dos+361 days: posterior lumbar decompression l1-4, including removal of interspinous fixation plates. No other fixation hardware was implanted.

Event description:
Pt underwent spinal fusion, discectomy and decompression (laminotomy, foraminotomy, discectomy) in (B)(6) 2008 at the l1-2, l2-3 and l3-4 levels. Approx 361 days after surgery, the pt underwent posterior lumbar decompression at l1-2 to l3-4, including removal of the interspinous fixation component. No other fixation hardware was implanted.